Event description:
The service report shows that while performing an unrelated service on the device, the service technician found the audio alarm to be intermittent. The service technician inspected the device and replaced the alarm pcba. The unit passed extended testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.